Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). For urge incontinence and urgency frequency. It was reported by trial patient that they had discomfort from not being able to empty bladder. Trial patient was advised to follow up with their healthcare professional (hcp). Trial patient also stated that they were "dopey" after the procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). They reported that the cause of trial patient not being to empty was not determined. No further complications were reported or anticipated.